Event description:
It was reported that the pt presented to the clinic for follow up. The atrial lead exhibited loss of capture and loss of sensing. It was noted that the lead had dislodged. The lead was scheduled to be repositioned.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.